Event description:
This case was reported from de. Customer reported on a bravo ph capsule that failed to detach. The doctor had to detach the capsule from the mucosa with an endoscope and while pulling the bravo system back the capsule detached and dropped into the stomach. The pt was not injured following the procedure.